Event description:
According to the reporter: occurred post-operatively, after a pediatric open spinal surgery. The procedure was completed and the surgeon made subcutaneous points with the suture. The patient returned one month after the original surgery because the scar reopened. The scar has about three small openings with white discharge visible. The product was an absorbable suture that was opened just prior to the procedure. More than one defective device was involved. The problem resulted in tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two sealed devices. Three photos were received depicting a surgical scar. Each photo depicted points along the incision site where healing was incomplete and small segments of the wound appear to have opened. No physical sample was received and the complaint product was not depicted in any of the received photos. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.